Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: master lot strips: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. The patient was unsure if same finger was stuck for repeat testing. This could be a possible cause for the result discrepancy. Retention test strips (lot 345213) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was 8.0 inr and 8.0 inr. She then went to the hospital and the laboratory result was 11.5 inr. The customer was in the hospital for three days and was given vitamin k and lovenox. She stated she felt that the meter had alerted her that inr was high like it should. There was no allegation of an adverse event. The therapeutic range was 2.0 to 3.0 inr. The customer was anemic a few years ago, and she had a blood transfusion. She does not have antiphospholipid antibodies, had no coumadin dose change, no diet has change, and no bleeding or bruising. She had a virus and a fever during the summer and she took an antibiotic for a few days, which made her sick. The suspect product was requested to be returned for investigation. The customer no longer had the vial of test strips. Replacement product was sent.